Event description:
It was reported that approximately two months post-operatively, the left ventricular (lv) lead dislodged. A x-ray showed the lead had retracted into the right atrium. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.